Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944 implantable defib lead (B)(6) 2008. (B)(4).

Event description:
It was later reported that the patient was surprised that the battery in the device only lasted 4 years. It was also reported that the alert triggered but could not be heard.

Event description:
It was reported that the device experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery ceramic capacitors. The device met 50% of the expected longevity.